Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08682. It was reported that a patient was experiencing far-r wave over-sensing on the implantable cardioverter defibrillator that caused inappropriate auto mode switches and loss of biv pacing.

Event description:
New information noted that patient was asymptomatic. Patient was scheduled for reprogramming changes but did not present in clinic.